Manufacturer narrative:
The device was returned due to a temperature issue. The catheter met specifications during temperature testing, however, during electrical testing a short circuit was noted between electrodes 1-4, the tct, and tc2 wires. In addition, a leak was detected in the irrigation luer and corrosion was noted within the connector plug. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. The gap in the luer/proximal tubing junction is consistent with the reported noise and the short circuits and corroded connector plug observed during testing.

Event description:
This report is to advise of a leak found during analysis confirming the high temperature noted during the procedure.